Event description:
International affiliate reports the inspection of a returned loaner kit found the tip of the driver had broken off from the instrument. The broken tip was not present within the kit. It is not known when or where tip breakage occurred.

Manufacturer narrative:
Depuy spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The viper2 x-tab polyaxial driver is not available for evaluation. Review of the device history record found no discrepancies and confirmed that the product was released accomplishing all quality requirements. Without a product sample, we are unable to confirm the reported issue or identify the root cause. However, it should be noted that a CAPA was opened to address previous product complaints involving driver tip breakage. This production lot was manufactured prior to implementation of the CAPA. In the absence of a product sample, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
Visual examination of the returned driver found that the most distal portion of the tip had broken off from the instrument. Review of device history records confirmed the instrument was manufactured to specification requirements. A CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.